Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported no further actions/interventions had been taken to resolve the stall, however, the pump was stopped with a code. The patient's weight was unknown. It was indicated the device would be returned if the pump was explanted. At the time of the report ((B)(6) 2019), there was no date set for explant. It was confirmed the information provided had been confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving hydromorphone (15mg/ml at 3.767mg/day), clonidine (200mcg/ml at 50.22mcg/day), and bupivacaine (2.5mg/ml at 0.62775mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that the hcp contacted the representative to report that during a refill, interrogation indicated the pump had been stopped for 572 hours. The logs were not initially read and they were wondering why the pump might be stopped. The hcp did not remember seeing any other alerts. The refill was completed and there were no volume discrepancies or withdrawal symptoms. The patient remained asymptomatic at the time of report. The representative arrived at the office and read the logs, and it was revealed that a motor stall occurred on (B)(6) 2019. There was no recovery in the logs and the patient had not had any imaging at the time of the stall. The pump off code was requested as they wanted to make sure that the pump did not start back up spontaneously. No further complications were reported or anticipated.